Event description:
On may 2002 the end-user's family member called medtronic minimed and reported that the enduser was admitted to the ER at 12pm today. Enduser was taken to hosp. Bgs 447. On july 2002 maersk medical a/s received the complaint and 1 used tubing.